Event description:
It was reported that a progav 2.0 shuntsystem (#fx643t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 9 months, height: 60 centimeters, weight: 5 kilograms, gender: male.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformations or damage of the valves were determined. Permeability test: a permeability test has indicated that the progav 2.0 has a blockage and that the shuntassistant 2.0 is permeable. Computer control test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer control testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. Because the progav2.0 valve is not permeable, a computer control test is not possible. The shuntassistant 2.0 is operating within the specified tolerances in the vertical position. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the braking force required was not within the given specifications. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results : based on our investigation results, we can determine a blockage and a non- adjustability of the progav 2.0 valve. The determined deposits can be named as the cause for the functional deviations. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.